Event description:
Cable ready plate broke while implanted.

Manufacturer narrative:
Eval summary: no info was provided in the complaint regarding the surgical procedure and when the plate was implanted. If the bone was not properly reduced during the time of surgery, or if the bone did not heal properly post-op, resulting in a malunion, then the plate would be subjected to more load than it is intended to bear. This add'l loading would have made the plate more susceptible to breaking in-vivo. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.